Event description:
A report was received that indicated during use on a pt, the cannula broke off of the administration set inside the pt. Surgical intervention was required to remove the cannula. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.